Manufacturer narrative:
Manufacturer's report date: 12/18/2014. (B)(4). Devices not received, log review only. Reference associate (B)(4), MFR report # 2016493-2014-00586 for versed infusion. The requested log review for a reported possible spontaneous rate change while infusing medications has been completed. The log analysis found no evidence of a spontaneous rate change having occurred. The reported unexpected rate/dosage change on the versed and fentanyl infusions were noted in the associated pcu event log to have had their dosing changed by a user. The drug fentanyl being performed on a spm device began at a rate of 0.716 (0.72) ml/h on (B)(6) 2014 approximately 11:29 am by a programming dose change performed by a user. The infusion maintained this rate until (B)(6) 2014 approximately 07:23am in which a user increased the dose from 2mcg/kg/h to 3mcg/kg/h and then performed a bolus dose around 07:40am. The root cause for the rate changing during the infusion is being attributed to a user having performed the programming change. No devices were returned for investigation.

Event description:
The customer reported a possible spontaneous rate and dosage change while infusing fentanyl in the picu. The fentanyl intended dosage was reported to be 4 mcg/kg/hr (50mcg fentanyl/ml) with 18 mcg boluses. The customer is not aware of the specific dose/rate change; only that the dosage and rate were incorrect upon inspection by two nurses. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.